Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was taken out of service due to a fracture. The entire lead system was removed as they were all adhered together. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the suture sleeve is located on lead body at about 10.8-13 centimeters (cm) from the terminal pin. An x-ray revealed that this is likely where the suture sleeve was tied-down at the time of implant; it showed several deformations in coils beneath the suture sleeve that are corresponding to grooves on the suture sleeve. Slight bend on lead body at 16 cm and 18.7 cm from the terminal pin, between these bends an x-ray showed the inner coil (all filars) are fractured. The outer insulation and the outer coil over the fracture area do not appear to be damaged.